Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5070133. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that the patient underwent an unknown prolapse and bladder repair/sling procedure on (B)(6) 2013 and unknown mesh was implanted for bladder. Since 2013, after the procedure, the patient never got relief and experienced constant pain, leakage and infection. It was also reported that the patient exhausted any antibiotic and can tolerate almost any infections/uti are constant now. The patient is looking for mesh removal but the doctor opined that it may not be any better and could be worse if they did a surgery at the patient¿s age. Additional information has been requested.